Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed self test. Customer stated that the insulin pump was exposed to moisture. Customer stated that there was fluid in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring black. On (B)(6) 2021 the customer alleged the device has fluid in the battery compartment and self test failed/screen does not reappear. The device passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor, test, displacement test and the delivery accuracy test at 0.0869 inches. The device had missing segment- failed self test. However, passed tone check and vibrate check on self test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test alarm, pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected replace battery alert, or unexpected replace battery now alarm noted in the device trace download. There was multiple failed battery test alarm (listed a majority of the failed battery test alarm) and all of the power loss alarm on the event date. (B)(6) 2021 13:10:37.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:15:32.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:16:14.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:21:38.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:23:01.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:24:41.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:24:50.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:25:35.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:25:59.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:27:01.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:31:06.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:31:37.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:31:51.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:32:06.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:32:16.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:32:39.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:32:53.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:33:04.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:34:03.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:34:14.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:34:44.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:36:22.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:36:57.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:38:23.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:39:15.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:39:24.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:39:34.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:40:07.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:41:03.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:41:27.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:41:37.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:42:06.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:45:26.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:46:54.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 17:50:24.000 alarm alert notification fault number = failed battery test (58). (B)(6) 2021 21:07:34.000 alarm alert notification fault number = battery out limit(6). (B)(6) 2021. 21:07:45.000 alarm alert notification fault number = battery out limit(6). (B)(6) 2021. 21:09:08.000 alarm alert notification fault number = battery out limit(6). (B)(6) 2021. 21:09:18.000 alarm alert notification fault number = battery out limit(6). (B)(6) 2021. 21:12:38.000 alarm alert notification fault number = battery out limit(6). (B)(6) 2021. 21:12:48.000 alarm alert notification fault number = battery out limit(6). (B)(6) 2021. 21:25:16.000 alarm alert notification fault number = battery out limit(6). (B)(6) 2021. 21:25:26.000 alarm alert notification fault number = battery out limit(6). The following were noted during visual inspection: corroded battery tube, minor scratched display window, scratched display window cover, scratched case, cracked case at the battery lock icon on the battery compartment, faded serial number label, faded end cap address label, pillowing keypad overlay, cracked keypad overlay at the select button and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. During visual inspection the electrical board 1, and electrical board was corroded. The motor had moisture damage. No damage noted on the force sensor. There was no fluid in the battery compartment, however the device had corroded battery tube was confirmed. Failed battery test alarm and power loss alarm/battery out limit alarm confirmed in the formatted history file due to corroded battery tube. No failed battery test alarm or power loss alarm noted during testing. The device passed all of the tests except the self test. The device failed the self test/screen does not reappear (had missing segments) was confirmed due to corroded electrical board 1. When using a test electrical board 1 with the original electrical board 2, there was no display anomaly/missing segments and the device passed the self test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.